Event description:
Caller reported a minimum fill notification, indicating an issue with insulin cartridge loading. There was no adverse impact to the customer's blood glucose level. Initially, reloading the same cartridge did not resolve the issue; however, after guidance from technical support, caller successfully loaded a new cartridge using the correct technique. The customer resumed insulin delivery with the pump and was assisted in placing it back in its case. The call disconnected before further questions could be addressed, and follow-up contact attempts were made without success.